Event description:
It was reported that a novum iq large volume pump under-infused; the device indicated a 'bag empty' error. This was observed during an unspecified process step in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional flow rate accuracy testing was performed and the device met specifications. A review of event history log revealed a bag near empty entry. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported alarm was found; however, the device passed flow testing (under-infusion could not be verified). The cause of the alarm could not be determined. No device correction is required for this event. Should additional relevant information become available, a supplemental report will be submitted.